Event description:
It was reported that there was a loss of efficacy unrelated to stimulation therapy. There was no known accident or event related to this complaint. Hcp reported impedance < 250 ohms. It was recommended to remove combination 5 and 6 due to a short. Palpation was performed at the lead/extension without response. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).